Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID adsr01, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013.

Event description:
It was reported that the lead showed high/unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.